Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that stated insulin was squirting out during the fill tubing process and pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer states they are unable to exit the load reservoir process. Customer states the rewind option displayed after an alarm. The device will not be returned for analysis.